Event description:
The patient experienced a loss of therapeutic effect and was admitted to the intensive care unit. She started vomiting again and wasn't able to eat which then lead to her blood sugar spiking. The symptoms began about 2 weeks ago and noted that her device had not been checked in approximately 2 years. Her managing physician had relocated and her current healthcare provider was not familiar with the device. The company representative was also notified. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).